Event description:
It was reported that the mandibular component was removed due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event (infection) was confirmed as the organism was provided, and the CT scan showed that device was removed. The surgeon submitted a new order for revision devices. The surgeon confirmed that the tmj devices were infected due to mycobacterium abscesses, and instruments (devices unknown) that may not have been appropriately cleaned and sterilized contributed to this event. The surgeon did not report any device malfunction. Thus, this event is unrelated to the device complained and does not involve device failure, malfunction, or other performance issues. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the mandibular component was removed due to infection.